Event description:
It was reported that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day and 1-year follow-up procedures and there were no issues that were reported to have occurred during those visits. There was no device related thrombus noted and no leak. Eighteen (18) months post procedure, the patient presented to the hospital experiencing a cva. The patient died the next day due to the cva.